Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy procedure, the camera head blacked out whenever the cautery was used. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 6/12/2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since "whenever the cautery is used it is blacked out." Was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy procedure, the camera head blacked out whenever the cautery was used. The procedure was completed using a similar device. There were no reports of patient harm.